Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue occurred again, which the customer acknowledged and understood.